Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the esophagus during a biopsy procedure performed on (b)96) 2024. During the procedure, the forceps could not be removed from the forceps channel after esophageal biopsy. The user tried to push towards the tip, but it could not be pushed out. The procedure was canceled as the endoscope became unusable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled.

Manufacturer narrative:
Block e1: initial reporter city (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled. Block h11: the radial jaw 4 standard capacity biopsy forceps was returned for analysis. Visual examination of the returned device found a small segment of the jacket returned kinked and cut. The reported event was not confirmed. There is not enough evidence to determine whether the device entrapment and cancelled procedure was due to the physician's technique during the procedure or was related to a device malfunction. The most probable root cause is cause not established as the analysis of the available information did not determine a more specific complaint cause. The returned segment was kinked and cut, but it is not clear if these damages were related to the entrapment or the removal of the scope.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the esophagus during a biopsy procedure performed on (B)(6) 2024. During the procedure, the forceps could not be removed from the forceps channel after esophageal biopsy. The user tried to push towards the tip, but it could not be pushed out. The procedure was canceled as the endoscope became unusable. There were no patient complications reported as a result of this event.